Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: failed insulation scan. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be user misuse, excessive force, improper sterilization methods, or normal wear. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the insulation had been compromised.